Event description:
It was reported that low pacing lead impedance alerts was noted once a week since (B)(6) 2011. No noise was observed on the real time electrogram. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.